Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the pump display screen was found to be discolored with reddish text. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation.